Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device dilator was damaged/bent inside the package. The product was not used in the procedure. The procedure outcome was successful. The patient was in normal condition. Additional information was received february 28, 2019: the procedure performed for the patient was angiography. The angio-seal component that was damaged/bent was the arteriotomy locator. The angio-seal device package was opened with the patient in the room. They used another angio-seal device with success for hemostasis. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update if the device was evaluated by MFR and to provide the completed investigation results. One 6 fr angio-seal vip was received for product evaluation. The hemostasis sheath and arteriotomy locator were returned for analysis. No other accessory components were returned. Visual inspection revealed that there was a slight deformation identified at the blood inlet hole of the arteriotomy locator. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, is likely that the application of an off-axis force to the arteriotomy locator has caused the reported event. However, the exact cause of the reported event cannot be definitely determined based on the available information.